Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Additionally, it was reported that the pump touch screen was unresponsive. Customer's blood glucose was in the 200's mg/dl range. Reportedly, the customer continued to use the pump for insulin therapy.